Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a (B)(4). It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. There has been no reported revision procedure to date. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a (B)(4) and submitted medwatch 1825034-2013-03083 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-03840/03841).

Manufacturer narrative:
This follow-up report is being filed to correct complaint description, initial reporter, hospital address and the following: this medwatch was for a component implanted in the patient's right hip. There has been no revision of the patient's right hip and the component remains implanted.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Additional information received indicates that patient is bilateral and had a total left hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on the left hip on (B)(6) 2012 due to an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a mom clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Additional information received indicates that a revision procedure was performed on (B)(6) 2012 due to an unknown reason.